Event description:
Pt experienced elevated blood glucose near 500mg/dl because of "wrong operation of the pump." Pt believed the problem was because the piston rod could not extend itself and did not work during basal delivery. No errors or alarms were received. Pt switched to backup infusion device and blood glucose returned to normal range. Target blood glucose is 120mg/dl. Infusion device was replaced and requested for eval. The pt did not require treatment from a healthcare professional of second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.